Event description:
Breast cancer, status post bilateral mastectomy, reconstruction radiation on the right, and now has asymmetry capsular contracture bilaterally, worse on the right than the left. Chronically ruptured left breast implant.